Manufacturer narrative:
The reagent lot number is 877983. The expiration date was requested but not provided. The field service engineer (fse) inspected the analyzer and checked and adjusted the rinse water volume. He replaced the sample probe, lamp and cuvettes, and performed a successful cell wash, cell blank, and precision checks. The investigation determined the event was consistent with sample probe contamination and aspiration issues. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received a questionable triglycerides result from one patient sample tested on the cobas c 503 analytical unit. The initial result from the analyzer was 505 mg/dl. The repeat result from the analyzer was 82.7 mg/dl. The repeat result from another c 503 analyzer was 77 mg/dl.